Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a chemolock¿ port and occurred on an unspecified date. It was reported the end user noted at least 3-4 issues with the chemolocks and have had a couple of spills across infusion sites. It was also reported that the first couple of times, it was not known if it was the injector or the port. It was also stated that one big chemo spill that happened while the chemotherapy was infusing. The set up of the product was both products were placed on tubings prior to connecting to patients. The issue was during patient use. The medication involved was paclitaxel/ taxol. It was also reported that in the situation wherein there was a spill, some of the chemotherapy came into contact with the patient¿s clothing, surroundings and the patient¿s spouse¿s shoes. No chemotherapy came in contact of the healthcare provider. Proper personal protective equipment. Was used to clean up spill. The patient and the healthcare provider were fine after the incident. It was further reported that there was a possibility of harm to the patient. This is the forth of four occurrences